Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s device was requested for investigation.

Event description:
The initial reporter stated they had an issue with the display for the accu-chek inform ii meter, which could affect the interpretation of the customer¿s results. The device's display has black splotches. No actual misinterpretation of a result occurred.